Event description:
It was reported that a tasp fractured during the cleaning process on an unknown date. There was no patient involvement. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned item found it to exhibit signs of repeated use and it has fractured on the corner of the post feature. All pieces were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.